Manufacturer narrative:
This follow-up report is being submitted to correct b5 in the initial report and report the additional information. Correction on b5 was made as follow. "An error (e201)" to "an error (e210)". The additional information was as follow. Device inspection by omsi did not report anything other than the defects reported in the initial MDR. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event that the endoscopic image was not displayed was caused by the error e210. This error may have been caused by the defect in the printed circuit board due to long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of omsi and found that an error (e210) occurred due to a defect in the printed circuit board. The device is currently being inspected. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A representative of olympus medical systems (B)(4) private limited (omsi) found that the device stopped working and an error (e201) occurred during the sleeve gastrectomy at the demonstration. The endoscopic image was not displayed. It was a MDR reportable malfunction. The device was rebooted, but the error recurred. Reportedly, the software versions did not match. To complete the procedure, the procedure was stopped and the device was replaced with another device. There was no report of patient injury associated with this event.